Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A small piece of material was returned with the device. A visual exam was performed and no issues were observed. It was reported that a small piece of material (similar to that from a bacterial/viral filter) was found trapped in the seat of the exhaust valve. The small piece of material is not used to assemble the device. It is not part of the device component. The manufacturing site reports that a 100% leak test and sampling drop test are conducted on this product. The drop tester will reject the device if any blockage is detected on the product. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. It was found that the device was assembled correctly.

Event description:
Complaint reported as: "on checking the anaesthetic machine it was noted that a fault 'exp reverse flow' was displayed. Medical physics were contacted and removed the machine from theatre. On inspection by medical physics it was noted that a small piece of material(similar to that from a bacterial/viral filter) was found trapped in the seat of the exhaust valve". There was no patient involvement. It was reported the issue was identified during morning pre-use check.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "on checking the anaesthetic machine it was noted that a fault 'exp reverse flow' was displayed. Medical physics were contacted and removed the machine from theatre. On inspection by medical physics it was noted that a small piece of material (similar to that from a bacterial/viral filter) was found trapped in the seat of the exhaust valve". There was no patient involvement. It was reported the issue was identified during morning pre-use check.